Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented via remoted transmission showing the device with competitive atrial pacing resulting in inappropriate mode switching. Programming changes were discussed. The patient was stable at the time of the transmission, based on freeze capture review, and will continue to be monitored.